Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 75% stenosed lesion was located in the moderately tortuous "vein side in shunt of hemodialysis." A plain old balloon angioplasty was performed and the f/g sterling otw 6.0 x 40/40 (4f) balloon catheter was inflated several times over rated burst pressure and the balloon ruptured. On retrieval of the device into the sheath, the physician felt resistance, therefore, a cut down at the radial vein was performed n order to remove the device and the sheath as one unit. The device was removed intact. It was confirmed that the balloon was ruptured circumferentially. The procedure was completed with this device. The pt status is stable with no complications reported. It is noted that after the device was removed, the sheath of the device was cut, not related to the complaint.